Manufacturer narrative:
Evaluation summary. (B)(4). It was reported that during an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure using a stockert 70 rf generator, the foot pedal that is used to deliver radio frequency became stuck in an ¿on¿ position. The user had to kick the foot pedal to return it to the ¿off¿ position. No adverse patient consequences were reported. Due to the potential risk to patient presented by a foot pedal stuck in the ¿on¿ position, this event is MDR reportable. Bwi ordered a foot pedal for the customer and attempted to verify that the foot pedal part was received by the customer. Service was declined by the customer. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that during an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure using a stockert 70 rf generator, the foot pedal that is used to deliver radio frequency became stuck in an ¿on¿ position. The user had to kick the foot pedal to return it to the ¿off¿ position. No adverse patient consequences were reported. Due to the potential risk to patient presented by a foot pedal stuck in the ¿on¿ position, this event is MDR reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products: unk. (B)(4). This stockert was manufactured before september 24, 2014, therefore no UDI is applicable for this product with serial number (B)(4). The hardware investigation has begun but it has not been completed at this time.